Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms). A technical service (ts) consultant reviewed data, advising a in clinic visit to perform a 1.1j shock, to verify shock impedance during the delivery of a shock, lead integrity testing, and an x-ray of the lead. Ts provided recommendations for programming options. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.